Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The physician altered the peg tube to use it as a direct jejunal tube. On (B)(6) 2017 report indicated that there was drainage noted on the stoma dressing. The physician was concerned about the drainage at the stoma and thought it was infected. The patient was started on antibiotics cephalexin for 10 days.